Event description:
A consumer reported the patient stumbled and tripped a week ago. Starting on (B)(6) the implantable neurostimulator (ins) shuts off, wouldn't turn on, nothing would work, and no stimulation was felt. During the call troubleshooting was performed and the patient programmer (pp) was used to sync with the implant which showed it was on and set on group c lying down at 3.40 volts. Stimulation was increased to 4.80 volts which allowed the patient to feel stimulation. It was also confirmed the ins and recharger battery icon were fully charged on the pp screen. Following this the issue was resolved. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.